Manufacturer narrative:
Product complaint #: (B)(4). Additional information was received and this event no longer meets reportable serious injury criteria. Therefore this medwatch report is being voided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient weight, bmi at the time of index procedure? Lot number? What was the indication for the procedure? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Were cultures performed? If yes, results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Any relevant patient history? Any concurrent use of other products? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hypotension, bilateral pleural effusions, pneumonia, type 1 respiratory failure, pneumothorax? What was the drug therapy used for the hypotension and pneumonia? What is the patient¿s current status? Additional information was requested and the following was obtained: outcome: recovered/resolved.

Event description:
It was reported via a clinical trial that a patient underwent a non-anatomical liver resection procedure on (B)(6) 2019 and an absorbable hemostat was used. The patient developed hypotension, bilateral pleural effusions, pneumonia, type 1 respiratory failure and a pneumothorax. The patient was treated with drug therapy, pleural aspiration, non invasive ventilation and a chest drain. The patient has recovered from all events.